Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned with blood visible on the coils and core. There were offset intermediate coils proximal to the center solder for a length of 7 mm. The distal portion of the guide wire had pulled out of the distal end of the hypotube and was lodged inside of the guide wire lumen. There was not any core protruding from the hypotube. There was some residue on the tapered section of the core on the distal portion of the guide wire. The proximal end of the distal portion of the guide wire was jagged and uneven. There was a bend in the core 20.5 cm and 45.2 cm distal to the proximal end of the guide wire. During the investigation, the shaping ribbon separated. No other damage to the guide wire was noted. The proximal portion of the guide wire passed through a .0145" hole gauge. The distal portion of the guide wire would not pass through the .0145" hole gauge due to the offset intermediate coils. This did not meet manufacturing criteria. An attempt was made to remove the distal portion of the guide wire from the guide wire lumen of the stent delivery system (sds). Due to the dried blood visible in the guide wire lumen, the attempt was unsuccessful. After soaking the sds and flushing the guide wire lumen, the guide wire was able to be removed. An attempt was made to backload the proximal portion of the guide wire, but it would not backload past the bunched inner member and outer member 11 cm distal to the strain relief tubing. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and analysis of the returned device. The sds was returned with a bmw guide wire stuck inside, the outer member and inner member of the sds were bunched distal to the strain relief tubing. This damage most likely resulted from the attempts to insert or remove the guide wire while there was resistance between the devices. Analysis indicated that at some point during the procedure, the clearance between the interacting devices was not maintained. This was evident by the bmw wire coils being pushed distally and being overlapped, which is typically the result of the guide wire meeting resistance. This was also seen as bunching on the mini vision balloon and shaft. The design of low profile devices has resulted in minimal clearance between the guide wire and the sds. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous or tight lesions, where heavy torquing or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the sds or on the guide wire can also be a factor in reducing clearance. An attempt to move the guide wire in this reduced clearance condition can cause the guide wire coils to bunch up, increasing the diameter of the guide wire, which is extreme condition, can cause coil overlap. If the resistance is not rduced and continued force is applied to the guide wire, the result is permanent deformation of the guide wire and the guide wire becomes locked in the sds. Both the guide wire and sds can become damaged. As a secondary effect to the guide wire, the core separated at the hypotube joint. Sem analysis showed that the force had exceeded the strength of the adhesive. Because the joint is designed and tested to withstand two pounds minimum pull force before separation, it appears as if this much force was applied in the attempt to separate the devices. The residue described in the analysis was the adhesive from the hypotube joint. It could not be determined if thick blood contributed during the procedure, but the analysis did show that by the time the devices were returned, the blood had locked the devices together. The contamination (blood and dried contrast) likely contributed to the reduction in clearance between the sds and guide wire. Based on the information available, the reported difficulties appear to be related to the operational context of the devices. The lot history record was not reviewed, because the product lot number is unknown. This case is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the mini vision stent delivery system (sds) would not cross the lesion. This is being conservatively filed based on the evaluation of the bmw guide wire, which was returned stuck inside the sds and revealed a guide wire tip separation. No additional event or patient information is available.